Event description:
An elderly patient was admitted after an out of hospital arrest. The patient was placed on hypothermia protocol. Nursing reported that skin was checked every 2 hours underneath the gaymar wraps during the protocol. During the cooling process the skin was noted to be reddened, cool and intact. The patient's skin gradually became edematous and third spacing was noted. During the rewarming process the patient's skin was noted to be reddened, warm and intact. The skin remained edematous with third spacing. After the rewarming process was completed the patient's back was noted to have fluid filled blisters where the gaymar wraps were located.